Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave a manual injection to address bg.